Event description:
While performing laparoscopic surgery using a 2-0 ethibond single stitch unit and endo stitch autosuture 10mm device, the needle on the suture broke in half. Half of the needle was retrieved the other half was retained in the patient's stomach. To summarize: during the suturing of the cardia to the right crus, a few millimeters of the endo stitch needle became embedded into the stomach and this was left alone, as it could not be retrieved as it was well into the body of the stomach. The operation was completed and the patient was stable, the surgeon reported that the patient tolerated the procedure well. Patient was discharged 4 days after surgery. Device packaging was not saved, but device and half of suture was saved. No lot# information given in report.